Event description:
The customer reported that the unit was getting a system failure cycle power, error 10003 message.

Manufacturer narrative:
The customer reported that the unit was getting a system failure cycle power, error 10003 message. The customer's biomedical engineer evaluated the device, and replaced the data card. Replacing the data card resolved the problem.